Manufacturer narrative:
B5: new information received. H3: product analysis: (patient interface: s/n: (B)(6) the customer's reason for return has been confirmed. The usb-c connector on the main pcb is broken. H3: product analysis: (patient interface: s/n: (B)(6) the customer's reason for return has been confirmed. The usb-c connector on the main pcb is broken. H6: initially submitted codes fdc d16 & imf f24 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event was occurred during set-up. The procedure was completed with a back-up product. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Manufacturing date for the patient interface (s.no: (B)(6)) - 2023-04-20 manufacturing date for the patient interface (s.no: (B)(6)) - 2023-04-20 img code for nim console: g02030 img code for patient interface: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console takes a very long time to boot up with a lot of beeps with a black screen then it does eventually come on and seems to work as it should. The patient interface boxes cannot consistently connect with a cable. Facility always uses a cable (due to bluetooth interference withing their facility) and the cable connection seems to be unstable. There was no known patient impact related to the event.

Manufacturer narrative:
H3: (product:nim4cm01) the results of the analysis concluded that unit received with software version of 16.4. The software install possbly corrupt. There is also damage to the mute port on the eic pcb. H6: initially submitted codes fdm b17. Fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim console takes a very long time to boot up with a lot of beeps with a black screen then it does eventually come on and seems to work as it should. The patient interface boxes cannot consistently connect with a cable. Facility always uses a cable (due to bluetooth interference withing their facility) and the cable connection seems to be unstable. There was no known patient impact related to the event. Additional information received that the event was occurred during set-up. The procedure was completed with a back-up product. There was no patient impact.

Manufacturer narrative:
H3: (product: nim4cm01): additional finding: the left docking port is not communicating with patient interface. The power mangement board was failed. H3: (patient interface: s/n: (B)(6)): additional findings: the housing was cracked. H3:(patient interface: s/n: (B)(6)): additional findings: the housing was cracked. Loose pin on afe pcb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.